Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Patient reported the transmitter would not pair with the receiver, although the receiver was showing that blue tooth was working properly. No additional patient or event information is available.